Event description:
Technician alleged he can not lock left siderail in up position.

Manufacturer narrative:
Technician found missing latch shoulder bolt and end tube screw hole is stripped. Technician replaced end tube and shoulder screw to resolve.